Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer changed infusion sent and cartridge and resumed insulin after each occlusion. During call with tandem technical support the customer was guided to perform various troubleshooting steps to complete a system check and no issues were identified. Ultimately, the customer reverted to an alternate method of insulin therapy.